Event description:
It was reported that upon interrogation, the pump was in safe state and the infusion mode was minimum rate at 12.6mcg/day. The patient was brought to the clinic on the day of the report because the family heard the critical alarm. Per the event logs, the pump went into safe state on the day of the report at 8:49am while the patient was at home just waking up. The pump was last programmed on (B)(6) 2014. While on the call, it was reported that the patient was starting to have some withdrawal and a bolus dose of 100mcg was given and the pump was updated to the same simple dose of 260mcg/day. It was noted that the patient had a fluoroscopy done on (B)(6) 2014. Initially the patient had low tone and was not going through any acute withdrawal. The patient had a little bit of a rash. It was going to be asked to have the pump dose reduced. The pump was not going to be filled on the day of the report. They would leave the pump at normal settings and check in a couple of days. It was reported the patient¿s body would vibrate, just before the alarm went off his whole body would shake. This started approximately and hour ago. The pump was infusing gablofen (baclofen). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).